Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Pre revision x rays were provided. Review of the x-rays identified no contributing factors that would contribute to the recurrent dislocations that were identified. Review of the device history records identified no deviations or anomalies that may have caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical product: 00630505832, liner, lot 61660311. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07057.

Event description:
It was reported that approximately 7 years post implantation, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.